Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer could not use their primary cobas e 411 immunoassay analyzer serial number (B)(4) due to error messages. They removed the elecsys hcg + beta test system reagent and placed it on their back-up cobas e 411 immunoassay analyzer serial number (B)(4). All quality control results were acceptable, so the customer tested three patient samples. Patient 1 result was 1 ng/ml. Patient 2 result was 1.6 ng/ml. Patient 3 result was 0.8 ng/ml. These results were reported outside of the laboratory. A physician questioned the result for patient 2 based on the clinical picture. The sample was repeated and the result was 1.5 ng/ml. The field service representative checked cobas e411 serial number (B)(4) and found pipette tips were being dropped due to misadjusted probe position. He assumed that a pipette tip had dropped into the hcg-beta reagent pack when the reagent was onboard this analyzer. When the reagent pack was used on cobas e411 serial number (B)(4), the probe could not aspirate correctly due to the pipette tip in the reagent pack. The field service representative could not check the suspect reagent pack as the customer had already discarded it. On (B)(6) 2017, the customer repeated the three patient samples. Patient 1 result was 123.9 ng/ml. Patient 2 result was 29883 ng/ml. Patient 3 result was 1157 ng/ml. There was no allegation of an adverse event. The reagent lot number was 240444. The expiration date was requested but was not provided.